Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and would not form the clips properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the instrument was used during a laparoscopic cholecystectomy. It was reported the er320 fired 3-4 clips ok, then after that it was spitting clips intermittently. Used another device and the same thing happened. Opened a third instrument which worked ok. There was no consequence to the pt.